Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was vibrating continuously. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and resulting in no failures related to the customer complaint. The receiver data log was downloaded and reviewed finding errors. The logged errors confirm the reported complaint. A root cause was determined to be a defective printed circuit board assembly.